Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The customer replaced the flow sensors to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a flow sensor issue where the diaphragm is stuck in the open position resulting in a 20% reading error. There was no report of patient involvement.